Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal a tampon fell apart leaving pieces inside her vaginal cavity. She reported she still had shredded tampon pieces coming out of her vaginal cavity and felt irritated in her vaginal area. She did not seek medical attention and did not experience any adverse health effects.